Event description:
It was reported that during procedure, the fiber was making an odd noise, and there was a smell of smoke as it was being used. The fiber was replaced and it was found that the fiber adapter end was melted and hot to touch. The procedure was complete with another of the same device. There were no patient complications.